Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. Upon power up, the display was blank, however the touch buttons turned on. It was identified that the failure was due to burn damage on the inverter board lcd screen connection and the lcd screen connector. A known functioning inverter board and lcd screen was installed and the front panel display was visible. A simulated treatment was performed and completed without failures. The cycler underwent and passed a system air leak test, value actuation test, and patient sensor calibration check. The load cell verification was within tolerance. There were no visual discrepancies encountered during the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the blank screen was confirmed and the cause was determined to be burn damage on the inverter board lcd screen connection and the lcd screen connector. The cycler was refurbished following the evaluation.

Event description:
It was reported that a peritoneal dialysis patient experienced patient line is blocked alarms throughout treatment and a large final drain. The treatment data provided by the patient showed a last drain of 4701, which is 173% of the fill volume. The patient was advised to discontinue use of the cycler and notify their peritoneal dialysis nurse. The cycler was returned to the manufacturer and a replacement cycler was provided. Upon physical evaluation of the cycler by the manufacturer, it was identified that the screen on the cycler was blank further investigation found the burn damage on the inverter board lcd screen connection and the lcd screen connector.